Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving vp-4440hd. It was reported that during a diagnostic procedure, a power failure occurred after reaching the cecum, the processor turned off and the image went dare. There was a delay to switch to backup. As such, this report is being submitted in an abundance of caution.